Event description:
It was reported that a user experienced hypoglycemia while using the ilet system, with a blood glucose value of 54 mg/dl after an extended period without food following breakfast; the user treated the event with 15 grams of oral carbohydrates and had been inactive prior to the low. Symptoms included hypoglycemia. Outcomes included no hospitalization and recovery with self-treatment. Investigation included customer interview and review of available use information, including guidance to sync the device with the app and to consult a healthcare provider before adjusting settings. Investigation of this case revealed no device malfunction reported and an unclear cause of the hypoglycemic event. It was concluded that the event was user-experienced hypoglycemia with cause undetermined and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.